Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case. Solution is dried on the lens. Both haptics are broken from the haptic/optic junction area. The optic is cut into two portions, typical of insertion and removal. Both cut optic portions have scratches and deep scrape marks. Iol product history records were reviewed and the documentation indicated the product met release criteria. A used qualified (d) cartridge was returned. Viscoelastic is observed in the cartridge. The cartridge does not have evidence that it was placed in a handpiece. No tip damage observed. Cartridge product history records were reviewed and the documentation indicated the product met release criteria. The associated handpiece and viscoelastic were not provided. It is unknown if qualified products were used. The reported optic damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met approved release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens product history records were reviewed and documentation indicates the product met release criteria. Cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported after implanting an intraocular lens (iol), the lens was scratched. The lens was removed and replaced during the initial procedure with no reported patient impact. Additional information was requested.